Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the alarm history showed a call service alarm on (B)(6) 2014. The returned battery cap and a test cartridge cap were used to complete the investigation. The battery compartment was observed to be cracked on the side from the threads down to the case seal, and from the case seal up to the finger grip. Moisture corrosion was observed in the battery compartment. The pump failed a leak test due to the battery compartment leak. The display contrast was observed to be dim and pinkish. The bolus button was found to be undamaged but inoperable. The pump was exercised successfully with no call service or any other alarms occurring during the duration test. Complete testing to assess the call service alarm complaint was prohibited due to the bolus button failure. The pump cover was removed for further investigation and moisture corrosion was found inside the pump on the printed circuit board and on the bolus button pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.